Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment of the edwards sapien valve, the patient experienced supra ventricular tachycardia (svt) lasting 30 seconds and then normal sinus rhythm returned. Approximately 5 minutes later, echo revealed that the edwards sapien valve migrated into the left ventricular outflow tract (lvot).in addition, during attempts to withdraw the retroflex3 sheath the patient experienced an iliac avulsion, resulting in severe blood loss. The patient expired at the end of the procedure. According to the case summary, resistance was encountered during insertion of the 25fr rf3 dilator and 22fr rf3 sheath. The rf3 delivery system with a 23mm sapien was advanced and the valve was deployed in a 50:50 position in the native aortic annulus under rapid pacing with no movement of the valve during deployment. There was trace to zero paravalvular leak (pvl) and no central leak. The diastolic pressure remained low (100/20) post deployment and several minutes after deployment, there was an unexplained incident of supra ventricular tachycardia (svt), lasting 30 seconds. Normal sinus rhythm returned with a blood pressure of 130/50. Approximately five minutes post valve deployment, during echo assessment of coronary blood flow the valve it was noted that the valve was no longer in the annulus. A root angiogram revealed the valve had migrated into the left ventricular outflow tract (lvot). As the patient was stable during this time, the physicians decided to remove the femoral sheath before proceeding with a sternotomy. During sheath removal there was a rapid drop in blood pressure resulting in iliac avulsion. The operators decided to open the abdomen in an attempt to repair the artery. The patient became increasingly hypotensive and was eventually pronounced dead.

Manufacturer narrative:
This patient has a moderately calcified aortic root along with severe calcification of the native valve and leaflets. The patient has a porcelain aorta. Prior to deployment, the image intensifier angle and coaxial alignment of the delivery system were both reported to be good. The valve was positioned and deployed 50:50 within the aortic annulus. During deployment, ventilation was held and there was no loss of pacing capture. Additionally, it was noted that there was severe native valve / leaflet calcification, moderate root calcification, no mac, and mild septal hypertrophy. Per the instructions for use (IFU) valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier angle (iia), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. The tavr patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. As a result factors such as, arrhythmias leading to cardiovascular collapse can occur in patients who have had a tavr procedure. The mortality rate from cardiovascular collapse is high in this patient population. In this case, the exact cause of the reported event cannot be determined; however, in addition to patient factors (severely calcified aortic annulus and leaflets) procedural factors (sub-optimal positioning, iia, and coaxial alignment not appreciated on imaging could have caused or contributed to the valve movement during or just after valve deployment. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.